Event description:
Boston scientific received information that this right atrial lead exhibited high out of range impedances of greater than 2000 ohms and loss of capture with high pacing threshold. They checked the device via remote monitoring and got 800 ohms. However, trending showed as low as 600 ohms up to greater than 2000 ohms. They suspected that this could be due to air. Additional information was received that the cause of this observation was not determined. The field representative had the patient performed isometrics but still got out of range measurement. Reprogramming was done. At this time, the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.